Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. Customer¿s blood glucose level was 146 mg/dl. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.